Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The reported event may have been caused by the camera cable failure. The camera cable failure may be due to damage caused by unexpected stress on the camera cable due to the user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc. An olympus field service engineer (fse) checked the device and duplicated the reported phenomenon. The device was returned to (B)(4) for repair. The evaluation of the device by (B)(4) confirmed the following; the scope communication error b30 always occurred and the endoscopic image could not be seen due to noise. The camera cable was defective. The reported event appeared to be caused by defect of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the scope communication error b30 was displayed on the monitor. The user completed the intended procedure with the device. There was no report of patient injury associated with the event.